Event description:
The only info is that qty 1 is not accepting charge. Conclusion drawn is one of the batteries is unable to be charge. There is no mention of device malfunction or pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.